Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had loss of capture. The lead remains in use. The patient was a participant in the adaptresponse study. No patient complications have been reported as a result of this event.